Event description:
The customer contact reported the device alarmed with a s321 (motor error - pmc, left) service alarm code. The device was returned to the biomedical department for an unspecified reason. No info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s321 service alarm code. No add'l info was provided.

Manufacturer narrative:
The device mechanism was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.